Event description:
Resident was being transfered from his chair, when he lost his balance and as he was falling he grabbed onto the sling with his hand for support. His hand slid down the rope and when it came in contact with the sling clip, the clip opened and tore his hand open. The cut required 21 stitches to close. One person involved.